Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The near empty alarm reported by the customer was evidenced in the event history log (ehl). This alarm was not reproduced during functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The customer reported product problem was only confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the medfusion pump indicated that the syringe was close to being empty when it was full. No patient injury or complications were reported in relation to this event.